Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is calling to report that they are having hard time with the transmitter losing connection with the pump. Customer blood glucose was 47 mg/dl. Troubleshooting was performed and product is not expected to return.